Event description:
Approx five mins into hemodialysis treatment a leak was found at one corner of the pressure pillow on arterial blood line. Pt's blood was not returned resulting in ebl of 250-300cc. A new blood line was set up and treatment continued with no further problem. No pt injury or medical intervention is reported.